Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was going to have a pocket revision due to pinching at the pocket site. Upon surgery, the physician found there was a little bit of scar tissue and had it removed. The pt is reportedly doing well after the revision.